Manufacturer narrative:
After a review of the DHR, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. Based on the above investigation, no definite root cause for the complaint is determined. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4),

Event description:
The reporter indicated the 13.2mm vticmo13.2 implantable collamer lens was found to be defective prior to loading and was not implanted.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no known impact or consequence to patient; defective. Evaluation method: lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4).